Manufacturer narrative:
A4 - patient weight not provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients controller displayed a "controller fault" alarm. Log files were sent for review. The log file contained a "controller internal fault" on (B)(6) 2026 at 8:51 am. The driveline was then disconnected, and the pump was off from 9:30:53 am to 9:33:29 am likely to perform a controller exchange. After exchanging the controller, the other controller (likely the patient backup), captured controller clock corrupt alarms which could be caused by the patient not swapping their backup battery (ebb) to the backup controller which the patient was supposed to charge every 6 months, but the patient let the backup controller die which resulted in the controller clock corrupt alarms. The patient then disconnected the driveline once again and because of the controller clock corrupt alarms, the timestamp was reset to 01jan2000, and it was unable to be determined how long the pump was off. The log files were then downloaded, and the alarms were not resolved, nor did it show that the driveline was reconnected. The mechanical circulatory support (mcs) equipment was operating as intended.